Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance (dcdc ¿ 7). The patient¿s device was subsequently disabled. No patient adverse events were reported. No known surgical interventions have occurred to date. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received and reported that the patient underwent a generator and lead replacement surgery (B)(6) 2015 due to end of service (device disabled). The explanting facility discarded the explanted devices; therefore, no analysis can be performed.